Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2009. One week post-operatively, the pt presented with central toxic keratopathy with central haze (3-4mm) and a lot of striae on the right (od) eye. The pt was treated with topical steroids. At the post-operative appointment the following month, the pt's cornea had no spk, no infiltrates, and faint, central haze. Post operative best spectacle corrected visual acuity (bscva) was recorded at 20/30-2 od. Pt was continuing steroids treatment. On her (three months later) post operative visit, the cornea revealed the flaps were intact, with no striae and infiltrates. The following month, the pt underwent an enhancement on the od. One day post operative, the pt presented with mild haze appearance. Pre-operatively, the patient's bscva was 20/20 od. The pt's post operative uncorrected visual acuity (ucva) is 20/30-2 od. No bscva was available for the one day post operative visit.

Manufacturer narrative:
Central toxic keratopathy (ctk) ,striae. In 2009, a field service engineer (fse) performed a preventative maintenance. The laser system met specifications and performed as intended. A clinical development specialist (cds) visited the site in order to obtain pt's details and assess the surgeon's environmental factors, laser settings, surgical technique, and sterility process to determine possible root cause(s). Although a single root cause was not identified, the cds noted the probable cause of incidence was unlikely from the intralase settings since the settings are optimized. In addition, she noted other possible contributing factors; instruments are cleaned with an alcohol prep pad and rinsed in sterile water. Sterile water was not changed between cases. Post-operative eye drops are re-used for up to 30 days from the date the bottle was initially opened. Prior to leaving and per the surgeon's request, the laser setting were adjusted for a faster treatment time. Since the surgical settings were optimized by the cds, the site has reported there have been no add'l cases of ctk.